Event description:
Boston scientific received information that this right ventricular (rv) lead delivered a 29 joule shock which did not convert the patients arrhythmia. A 41 joule shock was delivered and this did convert the arrhythmia successfully. Loss of capture was also noted on this lead. As a result, the clinic performed a device check and scheduled the patient for a lead revision, and under fluoroscopy, it was noted that the lead had dislodged. The physician tried to reposition the lead with a wire, which damaged the lead body, so the lead was explanted and successfully replaced.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.